Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two months post implant that t-wave oversensing (twos) post ventricular sense was observed on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from information obtained from the clinic that the patient was seen three days later and the right ventricular (rv) lead was reprogrammed.